Manufacturer narrative:
(B)(4). The customer stated that the lancets are not available for return.

Event description:
The customer stated that a nurse was accidentally stuck by a safe-t-pro lancet that did not retract after it was used on a patient.  The nurse was sent to the laboratory to have a blood test for blood borne pathogens. The results came back negative and no treatment was given. No adverse event occurred.  The lancets were requested to be returned for investigation. However, the lancets are not available for return, and no lot or expiration information was available. Replacement product was sent. No information was provided in the complaint case that would point to a cause for the lancet needle to not retract.

Manufacturer narrative:
The complained product was not provided for investigation. In rare cases, internal wings of the lancet which intentionally break during the lancet release might jam the lancet's guiding channel, preventing the lancet from retracting back into the lancet housing. This could not be confirmed since the product was not available for investigation. The medical risk is remote. A use error can be excluded.